Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported thrombus could not conclusively be determined through this evaluation. It was reported that the patient was consulted after occasional low flow alarms that increased and eventually became continuous. Multiple tests were performed including clinical labs, chest x-rays and an echocardiogram. An angiotac was performed and revealed a thrombus. It was decided that the patient would undergo pump exchange. The patient was transplanted on (B)(6) 2020. The outflow graft was recovered, and a large thrombus was found. The pump will not be returned, and the outflow was sent to hospital pathology for examination of the thrombus. It was reported that the patient expired. The patient was transplanted on (B)(6) 2020. No product is available for investigation. The heartmate 3 lvas IFU lists pump thrombosis event as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. Section 1 of this document lists pump thrombosis events as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 "patient care and management" lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 5 of the patient handbook entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 01nov2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired. An angiotac was performed and there was a visible thrombus that was seen and a doctor suggested a pump exchange or transplant. The patient was put on the transplant list and on (B)(6) 2020 the patient was transplanted and the outflow graft was recovered and a large organized thrombus was found. No products will be returned for evaluation. The pump did not have a thrombus and the outflow graft was opened and sent to the pathology lab. The lvad has low flow alarms that increased until they became continuous. On (B)(6) 2020 the alarm started sounding continuously and the pump power was in 7. No further information was provided.